Manufacturer narrative:
Evaluation result: moderate tortuosity with moderate calcification and 90% stenosis. Evaluation code, conclusion: moderate tortuosity with moderate calcification and 90% stenosis.

Event description:
A 2.75 mm x 15 mm nc sprinter rx dilatation balloon catheter was used to pre-dilate an lad lesion. The lesion morphology is reported to be moderate tortuosity with moderate calcification and 90% stenosis. It was reported that the balloon was inflated to 8 atms and burst. The device was successfully removed. Another nc sprinter rx balloon was used to successfully complete the case. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.